Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that tachycardia therapy was turned off for this device previously for an unknown reason. Boston scientific technical services (ts) was contacted for assistance with programming the settings to nominal values. This device remains in service. No adverse patient effects were reported.